Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available, a supplemental report will be issued.

Event description:
The customer reported via the sales representative that, the screw did not fit on to the targeting arm. It was further reported that, the surgeon could not lock the nail. The patient was closed without the nail being locked. Patient was revised.